Event description:
It was reported that the ilet touchscreen cracked after the pump slipped from a pocket and struck the ground, after which the touchscreen was inoperable and the device could not be used. No symptoms reported. Outcomes included the need for device replacement and temporary interruption of insulin delivery from the affected pump. Investigation included a review of the reported event, user interview, and troubleshooting and education by support personnel, including data sync guidance and device shutdown steps. Investigation of this case revealed physical damage to the touchscreen consistent with accidental impact, with no evidence of device-related malfunction prior to the drop. It was concluded that the event resulted from accidental damage, and the user was advised on return and replacement procedures.